Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. Review of log files was not performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Information received from the site indicated that the patient experienced low estimated flows in addition to cardiac arrest while undergoing conscious sedation with propofol to insert a pulmonary artery catheter. The patient's cause of death was suspected to be either sudden acute right ventricular failure or vasodilatory shock. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmias, right ventricular failure, cardiopulmonary arrest, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows of 1.4 liters per minute with continuous low flow alarms. The patient was triaged to the hospital intensive care unit and was undergoing conscious sedation with propofol to insert a pulmonary artery catheter when their heart arrested. The patient's cause of death was suspected to be either sudden acute right ventricular failure or vasodilatory shock.